Event description:
The user facility reported to terumo cardiovascular systems prior to endoscopic vein harvesting, during setup, the endoscope was blurry. There was no pt involvement, as this occurred during setup. The event did not cause a delay in the procedure. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
The device was not returned to terumo cardiovascular systems for eval; therefore, the investigation was carried out based on complaint trending. Although the complaint could not be confirmed, it is likely that the lens was damaged from handling and repeated use, which caused the endoscope to be blurry. All info has been placed on file with quality mgmt for trending and follow-up. (B)(4).